Event description:
It was reported 2 events with broken pump tickets. Based on a phone call with the customer, all events that were reported to bd from this hospital system were underinfusion events where there was medication left in the bag when infusion has completed. Based upon this information, this is an underinfusion event of an unspecified medication. Although requested, further information not provided.

Manufacturer narrative:
The reported event of device had underinfusion was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿ under infusion" based on the crb review and the limited information provided no further investigation actions will be performed. The customer confirmed that the device had underinfusion which is related to the failure. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module underinfusion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information not provided. H3 other text : device not returned by customer for investigation.

Event description:
It was reported 2 events with broken pump tickets. Based on a phone call with the customer, all events that were reported to bd from this hospital system were underinfusion events where there was medication left in the bag when infusion has completed. Based upon this information, this is an underinfusion event of an unspecified medication. Although requested, further information not provided.